Event description:
Reported dur to hematoma. On 3/27/2006, the physician attempted to close an arteriotomy with a starclose after a diagnostic procedure. The starclose clip was never deployed and the device was pulled out with the vessel locator wings in the open position by the physician-in-training. Hemostasis was achieved int he catheterization lab using manual compression. The pt was transferred to the medical floor. The arteriotomy re-opened after the nurse found the pt sitting up in bed and the pt was found to have a 5 by 5 inch hematoma at the arteriotomy site. Manual compression was resumed and a c-clamp was placed on the site. The pt was given a total of 1000cc normal saline intravenously. The pt was then transferred to a different hospital for a vascular consultation. There were no significant findings on ultrasound and vascular consult determined there was no need for surgical repair. The pt was discharged home on 03/30/2006.